Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
Additional information received indicates that the patient last had therapy in 2022.

Manufacturer narrative:
It was reported the ipg met or exceeded 75% expected longevity. There is no device malfunction. Hence, this device no longer meets the reportability criteria.